Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not working. The rear response button cable came unplugged. The root cause for the disconnected response button cable could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the disconnected response button cable. The pt received a replacement monitor.